Manufacturer narrative:
The crep2 reagent expiration date was not provided. The c702 module serial number was (B)(6). The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with creatinine plus ver.2 (crep2) assay on a cobas 8000 c702 module. Initial result: 281 umol/l. On (B)(6) 2025: a new sample was drawn and tested, resulting in a crep2 value of 70 umol/l, which was in correlation with the patient's previous results. The original sample was then repeated: 1st repeat result: 140 umol/l. 2nd repeat result: 130 umol/l (tested with a dilution factor of 1:2).

Manufacturer narrative:
Sections d1, d2a, d2b, d4, g1 and g4 were updated. The review of the medicines the patients took showed no obvious interference factor. In addition, the interference alone is inconsistent with such a deviation in the results within the same sample. The provided pre-analytical data showed the following issues: the samples' draw volumes were different. The draw volume should be aligned with the specification on the label of the tube. The clotting time should be under control. The duration of the first sample was long, while that of the second sample was too short, indicating poor sample quality. The centrifugation time was short. The field service engineer checked the following: the extra wash the sample and reagent carry-over test results were normal, with no carry-over observed.- the gear pump pressure. The visual inspection of the air purge jet was acceptable. The probe positions: both the sample probes and the reagent probes were good the visual inspection of the mixers was carried out, and no build-up was observed the cell levels were correct the detergent concentration of the detergent nozzle was low, which may indicate an issue during the detergent flow path. The root cause was a combination of poor pre-analytical and hardware-related issues.